Event description:
The dermatome set to take thickness graft but cut deeper and took a very ragged full thickness graft. The report also notes that when the device was received in the hsdu department following the incident the thickness lever was set to 10 on the right hand side. Device last in for repair was 5/17/2005.

Manufacturer narrative:
Device was slightly out of calibration at the zero setting (.0004 and .0005). This would not impact grafting ability. All other calibration set points for thickness were within calibration prior to repair. Marketing follow up with account on use of device.